Event description:
Patient with past history of an antibiotic spacer being placed for total ankle replacement. On (B)(6) 2009 the abx spacer was removed. Agility total ankle jt replacement was implanted, along with irrigation and debridement. Surgeon also implanted three (3) screws with a 1/3 tubular plate in right distal tibia/fibula syndesmosis area proximal to the ankle device and then put on an ebi external fixator with foot ring and wires. Reportedly, the most distal bone screw failed on (B)(6) 2011 and was removed/revised on (B)(6) 2011 when patient received a new "artificial ankle".

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.